Manufacturer narrative:
Additional information: h6(update codes), h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syr under infused. Registered nurse drew up 24ml of packed red blood cells into a 50ml syringe for a blood transfusion. The pump was programmed to infuse 19.1ml over three hours, which came to 6.3ml/hour on the pump. After three hours the nurse noted 16ml remained in the syringe and the secondary bag was empty. All stopcocks were checked and no issues were found. The pump showed 20ml infused and volume to be infused was still at 10.33ml with 1.38 hours to go. The nurse immediately stopped the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.